Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), abdominal pain lower ("cramping"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (in (B)(6) 2015, pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, headache and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, genital haemorrhage, headache and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.